Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and fentanyl for non-malignant pain. It was reported that the patient was having difficulty connecting to their personal therapy manager (ptm) device. The patient mentioned that they were getting not found message today and they knew that the communicator still had charge since they were seeing the blue lights blinking. The patient stated that they could get to 90% but it took few minutes to get past it. The patient had 11 boluses per day and they were 30 minutes late now for their bolus. The agent walked the caller through in clearing data and resetting the handset and the communicator. The patient was able to connect to their ptm and also deliver a bolus.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.